Manufacturer narrative:
An external visual inspection was performed. The visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed the simulated treatment was performed and completely without the failures. The valve actuation test passed. The system air leak test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient experienced fever and cloudy peritoneal dialysis (pd) drainage in (B)(6). The patient was admitted to the hospital on (B)(6) 2015 and was diagnosed with peritonitis. The patient was administered oral antibiotics (levaquin, 250mg) for one week. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the patient's pd culture results were negative. The pdrn stated the patient was not sure how she contaminated but thought she might have touched the end of the catheter. The patient continued with treatment using manual exchanges without any complications.

Manufacturer narrative:
Medical records have been requested but not made available.